Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss) from a bipolar to a unipolar sensing configuration. Stored events from the day of the switch showed rv oversensing with pacing inhibition and asystole. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. Additional information was received indicating loss of capture when the now explanted rv lead was programmed to bipolar pacing. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss) from a bipolar to a unipolar sensing configuration. Stored events from the day of the switch showed rv oversensing with pacing inhibition and asystole. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported. Additional information was received indicating loss of capture when the now explanted rv lead was programmed to bipolar pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed environmental stress cracking on the surface and an outer anode conductor fractured approximately 225 and 237 millimeters from the terminal end, the ends having been pulled away from each other. There were multiple bends in the poly and silicone insulation between 218 and 237 millimeters. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment. The reported high, out-of-range pace impedance, loss of capture and oversensing with pacing inhibition was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss) from a bipolar to a unipolar sensing configuration. Stored events from the day of the switch showed rv oversensing with pacing inhibition and asystole. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported. Additional information was received indicating the rv lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms, resulting in a lead safety switch (lss) from a bipolar to a unipolar sensing configuration. Stored events from the day of the switch showed rv oversensing with pacing inhibition and asystole. Technical services (ts) was contacted, and ts discussed programming options. The pacemaker system remains in service. No adverse patient effects were reported.